Event description:
It was reported that the autopulse platform (serial number (sn): unknown) displayed a "replace battery" message using 2 autopulse li-ion batteries (sn's: (B)(4)) that were fully charged after a 24 hour charge cycle. No adverse patient sequelae was reported. No further information was provided. Please note that the issue with battery sn: (B)(4) occurred around (B)(4) 2014. The exact date of event was not provided.

Manufacturer narrative:
Customer indicated that this issue occurred at station 33. The autopulse battery in complaint was returned to zoll on 03/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Please see the following related MFR. Reports: 1. #3010617000-2015-00177 for autopulse® li-ion battery with sn: (B)(4).